Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated accu tni (troponin I) result generated on a unicel dxi 800 access immunoassay system. The customer re-ran the sample and the results were within the normal reference range. The initial erroneously elevated result was reported outside the laboratory. The patient was admitted to the hospital due to the elevated accutni results. No further information is available relating to any further treatment or care. It is therefore unknown if any further treatment or care was provided as a result of the hospitalization.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008 investigating the event. The fse performed high sensitivity (hs) system check accutni verification and the verification passed with no issues. The fse verified repair per established procedures and the results met published performance specifications. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for additional reportable events.